Manufacturer narrative:
Product complaint # (B)(4). Batch #: t5dt9w. Investigation summary: the analysis found that one psee60a device was returned with the closing trigger in the closed position and anvil cut off, the knife jammed, the anvil knife slot damaged, the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60t cartridge reload was loaded on the device. The reload was received partially fired 1/2 with the damaged on the cartridge deck. No functional test could be performed due to the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. It is also possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Fifteen photos were received. Upon visual inspection of fifteen photos, the following was observed: the photos (1,2,4,5,6,8,9,10,11) shows a device with the jaws closed and tissue piece stuck between jaws. The photos 3 and 7 show an echelon flex 60 device with the bailout door removed, a battery loaded, and the firing trigger closed. The photos from 12 to 14 shows a black reload loaded and broken, the knife partially advance, the reload partially fired and the slot knife can be seen damaged (risen). Also, some staples can be seen unformed and stuck on the tissue. The photo 15 shows the device with the jaws closed and the user trying to open the jaws with a saw. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Additional information was requested, and the following was obtained: what was the patient gender/bmi? Male/ no information. What were the indications for surgery? No information. What was the patient disease state? No information. Did the patient undergo any preoperative radiation or chemotherapy? No information. Does the surgeon believe that the tissue within jaws was compressible to 2.3mm? No information. Did the surgery state laparoscopic or open? Conversion to open. How was the surgery completed? Limited information, but they told me that another stapler was positioned under the one which is affected by the complaint and the stapler was transected together with the specimen. What is the current patient status? Patient is fine but has a stoma.

Event description:
It was reported that before usage of echelon, it has been tried to staple with medtronic endo gia tri-staple which was not possible due to thickness of tissue (closing of the jaws not possible). Echelon stapler has been loaded (first firing) with a black reload and located to staple & transect the tissue, 15 seconds precompression has been done, firing trigger has been pressed and different motor action sounds have been observed during firing. After this firing it was not possible to reopen the instrument. Due to location within the body, a visual check of the knife and it`s home position was not possible. The "reverse" button has been released (he did not remember if a sound was heard or not), this action did not enable as well to open the instrument. Next they took the battery out and reinserted it to press the "reverse" button a second time, still no opening of the stapler possible. They finally opened the access panel of "manual override", the lever presented itself but was not able to be pushed forward and backwards, therefore no opening possible. The surgeon decided to use a second stapler to transect the tissue together with the echelon stapler completely (medtronic endo gia). After the surgery we inspected the stapler together and had to use a saw to release the stapler from the preserved specimen. Some damages at the jaws of the instrument can be seen (reload damage in front and separate pressing plate). We saw that the knife did not return in its home position, proper staple formation 1- 2cm, afterwards misfirings could be seen (pictures). Pressing plate had big damages on the side which is covered when the stapler is closed and in contact with the staples (which do not stem from release of the stapler from the preserved specimen). Patient received a permanent stoma.